Manufacturer narrative:
Physio-control examined the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further examined the removed system controller pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u61. Physio observed that pin 23, on ic chip u61, had a 34 ohm short to ground which led to the reported lockup condition. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report that their device intermittently locks up during the power on self-test. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.